Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event summary: as reported, during a pacemaker implantation, the tip of the sheath included in a micropuncture transitionless access set split/tore. The user gained femoral access and advanced the sheath introducer over the wire guide and noticed resistance. The user checked the device and noted that the sheath tip was split/torn. Therefore, another same type device was used to complete the procedure. There have been no adverse effects to the patient reported. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, drawing, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. A document-based investigation evaluation was performed. No related non-conformances were recorded. One additional complaint was received for this product lot describing an unrelated failure mode. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. No gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position,¿ and, ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ based on the available information, cook has concluded that a component failure unrelated to manufacturing or design deficiencies contributed to this incident. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during a pacemaker implantation, the tip of the sheath included in a micropuncture transitionless access set split/tore. The user gained femoral access and advanced the sheath introducer over the wire guide and noticed resistance. The user checked the device and noted that the sheath tip was split/torn. Therefore, another same type device was used to complete the procedure. There have been no adverse effects to the patient reported.